Event description:
During cystoscope for stone removal, tip of stone crusher broke off due to metal fatigue. Second stone crusher was inserted after crushing 4 to 5 stones. Jaws of second stone would not come back out of sheath and introducer. Case proceeded to become a cystotomy to remove stone crusher.